Manufacturer narrative:
A4: weight: 43.6 (units not reported). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and feeling unwell. The cause of the events was not reported. The patient was advised to go to the hospital; however, the patient refused. It was reported that the patient was treated with unspecified medication. Pd therapy was ongoing. Patient outcome was unknown. No additional information is available.